Event description:
It was reported that on (B)(6), 2023, during a selenia dimensions procedure, the c-arm continued to go from 90 ° to 135 ° without them hitting the switch on the right side of the c-arm. A field engineer examined the equipment and found the bank switch had failed. Replaced both bank switches to resolve the issue and tested the system operation. The device is working as per the manufacturer´s specifications.